Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user inserted a new freestyle libre 3+ sensor and started it on the reader rather than within the ilet bionic pancreas mobile app, which prevented the ilet from connecting to the sensor until the user reinitiated setup through the ilet system and mobile app. No clinical signs, symptoms, or conditions were reported, and blood glucose levels were unchanged. Outcomes included successful initiation of a new warmup on the ilet with no health impact. User support included education and guided troubleshooting to pair the freestyle libre 3+ sensor with the ilet ecosystem. Investigation of this case revealed that the sensor had been started on another device prior to ilet setup, consistent with use error and expected system behavior that a freestyle libre 3+ sensor can only be started once on a single platform. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.